Event description:
On 23/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) with abdominal pain and cloudy peritoneal effluent fluid on (B)(6) 2023. A peritoneal effluent fluid culture and cell count (wbc = 615 g/dl, polymorphs = 92%) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was initially treated with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). However, the peritoneal effluent cultures returned positive for pasteurella multocida on (B)(6) 2023, and the patient¿s ip vancomycin and ceftazidime were discontinued. The patient was transitioned to daily ip augmentin (dosage, duration not provided). The pdrn attributed causality to the patient¿s multiple cats being present and ¿petted¿ before/during/after ccpd therapy without proper hand hygiene. The patient has been reeducated; however, she continues to interact with the cats despite the warnings. The patient was discharged home on (B)(6) 2023 in stable condition and continues to utilize the same liberty select cycler as before the events. The patient is performing a mid-day exchange to administer the antibiotics. The pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s).